Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that insulin pump had power error detected 4 to 5 times. Customer was bale to clear the alarm and was able to rewind the insulin pump. Customer stated that error reoccurred within a week of troubleshooting of previous troubleshooting. No harm was required during medical intervention. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed unexpected battery power loss due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No pump error 25 alarm noted during testing and was not found in the formatted history file.